Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, fully occluded mid left anterior descending lesion. Pre-dilatation was performed with a semi compliant balloon and was then stented with a 2.5x38mm xience xpedition stent at 16 atmospheres. Fluoroscopy post stenting showed dissection at the distal end of the stent. Another xience xpedition was used to successfully treat the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.